Event description:
It was reported that during the stomach tube info procedure, about 1cm of the staple line was not stapled. Another device was used to complete the case. There were no adverse consequence to the pt.